Event description:
It was reported a fluid leak was noted from the distal handle of the agilis introducer. The sheath was inserted into the pt and the 3 way stopcock was closed. Blood return was noted in the sheath and saline was leaking from the distal end of the handle. The introducer was removed and the procedure was completed with another agilis sheath. There were no adverse consequences to the pt.

Manufacturer narrative:
One 8.5f agilis introducer was received for evaluation. Visual inspection revealed blood on an inside the returned device. The shaft was noticeably loose on the handle and the catheter was not able to deflect any shape. The catheter's handle assembly was opened to view the internal components which revealed the catheter shaft had broken within the handle. Additionally, the pullwire retaining clips were no longer attached to the pullwires within handle assembly. The remaining proximal end of the shaft was removed which revealed a section of braid wire and adhesive were missing which caused the leak. Review of the device history record could not be performed because the lot number was not received. The device was sent for further analysis. If additional relevant information is received, a follow up report will be submitted.